Event description:
The customer contacted stryker to report that their device wasn't powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a failed power supply was the cause of the reported issue. The power supply was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.